Manufacturer narrative:
Unit received with blank display due to corroded battery tube. No moisture damage on the electronic stack, motor and vibrator assembly. Unable to verify off no power anomaly and operating currents due to blank display. Unable to perform displacement test due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken battery tube threads, missing end cap sticker, cracked reservoir tube window and cracked case at reservoir tube window corner. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to a crack in battery compartment. Customer reported that as a result, insulin pump had an off no power alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.